Manufacturer narrative:
The microtip was received by the manufacturer for evaluation. Visual inspection verified the reported failure; damage to the case nose at the distal end. The polycarbonate case nose had melted and cracked along the needle bend. The evaluator noted that it does not appear that any of the polycarbonate is missing as the contoured edge of the case nose was observable along the circumference and length of the sheath damage. Functional testing could not be conducted due to the nature of the damage to the device. This type of damage occurs when the customer applies side load pressure to the case nose resulting in friction build up. The failure was caused by improper technique. The failure is being reported as the cracking and/or splitting of the case nose could have resulted in a polycarbonate fragment being left in the patient. It is the policy of the manufacturer to report these types of incidents. Animal experimentation found that the polycarbonate particulate or fragments left within the tissue do not mount an immune response or cause untoward damage.

Event description:
Per the information provided, during the procedure the doctor removed the microtip from the patient and noticed that the clear flange (case nose) of the outer needle was cracked and split longitudinally. He did not find any loose or missing pieces. There were no injury or complication to the patient caused by the failure.